Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a single lumen groshong nxt catheter was returned for evaluation. An initial visual observation of the video showed a groshong nxt catheter inserted into a patient. An attempt was made to aspirate the catheter and air bubbles could be seen entering into the syringe. The catheter was then flushed with a clear liquid and a leak was observed in the catheter. The location of the leak could not be clearly seen, and no damage could be seen on the sample in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings in section h11.

Event description:
It was reported, "the catheterization process went smoothly, and when the blood was withdrawn, it was found that there were air bubbles back into the syringe, and after examination, it was found that the catheter had trachoma 4 cm from the puncture point".

Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "the catheterization process went smoothly, and when the blood was withdrawn, it was found that there were air bubbles back into the syringe, and after examination, it was found that the catheter had trachoma 4 cm from the puncture point."